Event description:
During wiktor stent deployment the stent was lost in the vessel. Attempts to retreive the stent caused it to unravel. When a loss in blood flow was observed the physician elected to send the pt to CABG surgery. Post procedure the pt status is fine. Event occurred in october, 1997.